Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device took longer to charge and reduced in the percentage of time used. The patient said steps taken to resolve the issue was to recharge the battery. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has to charge the ins every day. The patient stated they did not think they should have to charge every day. They tried to go 2 days without charging but they were afraid to go too long/let the ins battery drop down too far. This has happened since implant. No patient complications were reported as a result of this event.